Event description:
The surgeon reported that during cortex removal portion of a cataract surgery, she had a hard time getting the vacuum to build. The staff exchanged the cassette and handpiece and still unable to obtain vacuum. They pinched the tubing line and were able to build vacuum. No patient harm was reported. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).